Event description:
It was reported during testing conducted by a service technician at the manufacturer facility, the device disassembled. There was no associated procedure; therefore, no surgical delay, medical intervention, adverse consequences or patient involvement were reported with this event.